Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Attempts were made to obtain additional information but were unsuccessful. There were no additional adverse effects reported. All available information suggests that the product was explanted.